Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a left ventricular (lv) lead into the coronary sinus, the guide wire got stuck in the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The distal conductor was extrinsically distorted due to buckling. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. If information is provided in the future, a supplemental report will be issued.